Manufacturer narrative:
(B)(6).

Event description:
An international customer reported an event of an "oil smell" (odor) emitting from the sterrad nx sterilizer. A field service engineer was dispatched to assess the unit onsite. Multiple follow up attempts to gather further information have been unsuccessful. Asp will continue to follow up for potential human reactions. Should additional information be received a supplemental medwatch report will be submitted. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2012.

Manufacturer narrative:
Ni

Manufacturer narrative:
Corrected catalog number from 10033 to 10104. Medwatch report 2084725-2013-00109 was reported in error. This complaint was previously reported on medwatch report 2084725-2012-00109.